Manufacturer narrative:
One battery was returned for evaluation. The reported event of "power disconnect" alarm was confirmed on the reported battery. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a "power disconnect" alarm on 05/10/2016 at 15:49:00. Bat301422 was connected to power port 1 and bat301843 was connected to power port 2 of con101956. Bat301422 displayed 98% remaining state of charge while bat301843 displayed 0% remaining state of charge and was logged with a cell under voltage alert. Analysis of the device revealed that the device failed to meet specifications. The device failed visual inspection and failed functional testing due to a broken internal wire and broken internal weld. Internal visual inspection of the battery revealed a damaged thermistor ground wire which had separated from its soldering connection on the printed circuit board. Additionally, a welding joint between two cell pairs was found lifted away from its contacts on one of the cell pairs. These faults caused intermittent connections which could have led to the "power disconnect" alarm. An internal investigation has been opened to address inadequate soldering in the battery pack manufacturing process and investigating faulty welds. The most likely root cause of the reported event can be attributed to a broken wire and a faulty weld. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by clinical engineering that upon review of log files, the patient had a "power disconnect" alarm "with a saw bit value 0x0080". The battery was exchanged with no effect on the patient. No further information was provided.